Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the drive gas check valve had become stuck in the up position. The drive gas check valve was repositioned, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a sustained over delivery of pressure. There was no report of patient injury.